Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery, the ophthalmic knives exhibited reduced sharpness, resulted in less clean incisions, and required increased resistance upon entry. At times, the physician replaced the knife during the procedure to complete the incision properly. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report. This complaint is pertaining the two of two reports received from the same facility.